Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. Visually, there are no anomalies found on the device. When an eiii needle was passed in the needle slot, it would only go through half way. This confirms that a portion of the complaint needle is stuck inside the device. From historical investigation for expressew gun jamming failure, it has been typically observed when tissue debris lodges into the shaft of the expressew and without proper cleaning the needle path becomes rough leading to deployment/jamming issues. The observed failures can be attributed to user technique issues. A batch record review has been conducted and our results indicate that this batch of product was processed without any incident or anomalies and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-51316]. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that his expressew iii gun with hook jammed when passing suture in a rotator cuff repair. The sales rep reported that when the gun jammed the surgeon removed it from the joint space to fix it and while fiddling with the needle the tip broke off and fell into the jaw. The sales rep confirmed that nothing fell inside the patient and the tip of the needle is broken and jammed inside the gun. The surgeon completed the procedure with another like device with no patient consequences and a 3 minute delay. The sales rep stated the gun jammed on the 3rd out of 4 passes. The surgeon was implanting 1 anchor and was almost finished when the gun jammed. The #2 orthocord was being used.